Event description:
Boston scientific received information that a latitude red alert was detected from this lead due to high shocking impedance measurements. The presenting electrograms show a little noise on the shock channel. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed there could be a potential intermittent lead issue with the proximal coil. The consultant also discussed electromagnetic interference (emi) which could affect the impedance measurements. The caller noted that the patient had undergone a gastrointestinal (gi) procedure and electrocautery was used. The consultant stated it is possible that could have contributed to the reported clinical observations. It was recommended to see the patient to get actual values and normal troubleshooting in person and also perform an interrogation. The caller will schedule the patient to come into the office for further testing. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.